Event description:
Caller reported a cartridge alarm 20, which did not adversely impact the customer's blood glucose level. The issue did not occur during the load process and was not previously reported with the pump's serial number. Technical support assisted the caller in attempting to load a new cartridge, but the alarm recurred, preventing resumption of insulin therapy. Consequently, technical support decided to replace the pump and confirmed the customer's shipping address without requiring a delivery signature. The customer was instructed on how to put the pump into storage mode before returning it to tandem and to do so within 10 days to avoid charges. The customer was also informed about programming settings into the replacement pump and connecting their cgm to it. A new pump with updated software was dispatched, and the customer was advised to use mdi as backup therapy.